Event description:
Pt's husband as well as doctor both contacted ms&s. The pt was implanted with a recalled mesh and had complaints of pain. The pt was at the time of the report in the hospital due to abdominal pains.

Manufacturer narrative:
Based on the info currently available, it is not known whether the device caused, or contributed to the event. This report is being submitted, even though no intervention has been reported, due to the potential for interventional activity associated with the symptom of pain and this device. We therefore consider this report complete to the best of our knowledge at this time.